Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 1552.14119 mcg/day, bupivacaine 20 mg for a total dose of 15.52141 mg/day, and hydromorphone 1.3 mg for a total dose of 1.00889 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2020 the patient reported pain at the pump pocket. The patient reported tenderness over their pump pocket and the patient was using lidocaine patches. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was pain at pump pocket. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2020. Additional information received from a healthcare professional (hcp) via a clinical study reported the entire system was explanted/replaced on (B)(6) 2020. The device disposition was returned to manufacturer. No further complications were reported.